Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified and heavily tortuous left anterior descending artery (lad). The patient had presented on (B)(6) 2013 to the cath lab experiencing a myocardial infarction. An unknown stent was deployed in the mid lad. The patient was discharged to home. On (B)(6) 2013, the patient again presented experiencing another myocardial infarction. Angiography revealed a patent stent in the mid lad; however, a calcium shelf was observed proximal to a patent stent and the lad was occluded. A whisper guide wire was advanced through the occlusion along with a prowater guide wire for support. The 2.5x18 mm mini vision stent was advanced over the guide wire to the lesion; however, the stent became hung up on the calcium shelf and an attempt was made to release the stent from the calcium by pulling the system back; however, the stent was no longer on the balloon. The stent was observed to be still on the guide wire. A 2.0 trek balloon catheter was advanced to the stent and the balloon was inflated partially deploying the stent. After deflation and removal of the balloon from the anatomy, a 3.5x12 mm nc trek balloon was advanced and inflated which completed deployment of the stent at the unintended site. Although it was an unintended site, the area stented was reported to be heavily diseased. No further attempts were made to advance a stent for treatment. Plain old balloon angioplasty was performed at the lesion successfully. An intraaortic balloon pump was placed for stabilization and the patient was transferred to another hospital where he underwent open heart surgery. The patient is reported to be doing fine post surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: prowater, whisper; guide catheter: 6fr cordis, 6fr guideliner. Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. The reported difficulty to remove could not be replicated as the returned device was not returned in a condition in which the test could be performed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.